Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device confirmed that the fiber tip exhibit no signs of breaks/fractures. Analysis showed the fiber glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. Based on the observed fiber findings cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be places into standby mode. This would cause reduced vaporization efficiency. An evaluation conclusion code of known inherent risk of device was assigned to the observed fiber findings. However, based on analysis results, the reported fiber cap brake was not able to be confirmed as no breaks were identified along the fiber body. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber tip broke. The procedure was completed with a second fiber. There were no complications with the patient reported.

Event description:
It was reported that the fiber tip broke. The procedure was completed with a second fiber. There were no complications with the patient reported.